Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored and the battery compartment was cracked. Unrelated to these issues, investigation also revealed that the keypad cover was torn at the ok button. There were no other keypad defects found on investigation.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.